Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor under infused with a patient. The device was filled with 2000 mg of desferrioxamine and 46 ml of 0.9% sodium chloride. The expected infusion time was ten hours. The device was taken out of the fridge four hours prior to administration. The device was connected before going to bed and when the patient woke up there was solution remaining in the device. The device was positioned lower than the distal luer lock. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.